Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a clamp arm teflon pad damage. The teflon pad was found partially detached from the arm clamp. Components adjacent to the damaged teflon pad do not show damage. Common causes of the failure mode clamp arm teflon pad damage are attributed to use conditions. Teflon pad damage results from damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.